Event description:
During an in-clinic follow-up, a failure to sense, a loss of pacing and a failure to interrogate using inductive telemetry were observed on the device. Premature battery depletion was suspected. The device was explanted and replaced to resolve the event. The patient is stable.